Manufacturer narrative:
Batch review performed on 13 september 2018: lot 122367: 25 items manufactured and released on 19 december 2012. Expiration date: 2017-08-31 no anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Other implant initially suspected to be loose, but not confirmed during revision so not explanted: gmk-revision 02.07.0684l revision fixed tibial tray cemented size 4 l (k123721), lot 122880: 40 items manufactured and released on 24 october 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the surgeon was revising the patient on (B)(6) 2108 due to suspected tibial loosening about 3 years and 5 months after primary. The surgeon revised the patient on the planned date but the loosening was not confirmed, so the reason for revision was generic pain and the surgeon revised the joint implanting a new insert semiconstrained 12mm s4.